Event description:
During labor, pt's (baby's) head turned and scalp electrode from fetal monitoring device was pressed against mother's pelvic bone, driving device through baby's skull. Left a 2mm parietal puncture wound which leaked cerebrospinal fluid. Neurosurgery consulted, computerized tomography scandone, antibiotics given. Wound healed prior to discharge-no long-term damage anticipated. All packaging was discarded. Device was "single helix, single connector" type.